Event description:
A gore tag thoracic endoprosthesis was implanted for the treatment of an aneurysm. On the follow-up visit, an infected esophageal-aortic fistula was detected. The fistula may have been caused by a foreign body passing through the esophagus. The infected fistula ultimately led to an infection of the implanted device. A perforation of the aneurysm sac was also detected. An open surgical intervention was performed and the device was explanted. A vascular graft was used to repair the vessel. Following the procedure, the patient appeared to be doing well.